Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 341, which was not reproduced. Two occurences of system error 341 were confirmed through a review of the event history log. Evaluation was unable to determine component causality. The upper auxiliary and input/output printed circuit board were replaced as known contributors to the reported symptom.

Event description:
It was reported that a spectrum pump displayed system error 341 during an infusion in the IV therapy unit (delivery rate and amount delivered unknown). The customer reported that the medication being infused was either decadron or dexamethasone, both chemotherapy drugs. It was also reported there was no patient injury.